Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). The ventilator was replaced. No repair information available.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.